Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor support link cable and the amp receptacle pins were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system disconnected and would not boot up. No pt injury was reported.